Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0jp8w, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The manufacturer representative reported that the patient started a spinal cord stimulation (scs) trial on (B)(6) 2015 and had a return of symptoms and frequent urination. The scs coverage was down the patient¿s legs and the two therapies appeared to be affecting each other due to the targeted leg pain. The patient turned off their sacral nerve stimulator (sns) and this helped reduce the urination and alleviate their symptoms. The patient would be instructed to visit their managing health care provider (hcp) for reprogramming after the scs implant. The patient was implanted for over active bladder and the indication for use for was gastrointestinal/pelvic floor.